Event description:
New information received notes that the device was explanted and replaced. Patient condition post procedure was stable.

Event description:
It was reported that via merlin.net, premature battery depletion was observed. The battery longevity excessively dropped from the estimated longevity at last device check. Patient condition was stable and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.